Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: web.

Event description:
Reported false positive sars results for 1 consumer. It is unknown if the consumer was symptomatic or how many total false results were obtained. The consumer communicated the results were confirmed negative by molecular (pcr testing). Multiple attempts were made to contact the consumer for more information. The consumer was unresponsive.